Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201 serial number: (B)(6) batch/lot number: al1w812591 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: additional premarket / 510 (k)# additional premarket 510(k) # p190006.

Event description:
It was reported the patient had surgery to revise their neurostimulator and tined lead due to ineffective relief. Additionally, according to the local care team member, the patient was still experiencing symptoms post-revision, but they were assisted with adjusting their therapy.